Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), 49 mg/dl, 78 mg/dl, and 128 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Customer's meter (B) (4) was returned and tested with returned test strips lot # 0916004. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings of lo and 49 mg/dl were found in the device's internal memory log within 10 minutes along with readings of 80 mg/dl and 126 mg/dl. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.